Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed and no problems were noted.

Event description:
A user facility reported to olympus that when a scope was connected, the scope image appeared normal for a few seconds, then froze and nothing could be performed that would unfreeze the image. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the malfunction was a poor connection with the electrical contacts in the video connector or a malfunction of the internal board related to the image processing.